Event description:
It was reported that the tip of two fibers detached in the bladder during a photoselective vaporization of the prostate (pvp) procedure. The tips were retrieved using foreign body ablation forceps.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2021-00179. Investigation summary: with the available information boston scientific concluded that the reported fiber cap detachment was confirmed. Analysis identified the metal cap was detached/separated from the fiber, but the glass fiber was still attached to the metal cap. The fiber had a distal circumferential fracture of the glass cap at the total internal reflection surface. Melting of the outer flow tubing was also observed at the end that connects to the metal cap. It is probable that rough technique during the procedure contributed to the fiber fracture. This would lead to laser energy being present at the location of the fracture resulting in the melting of the outer flow tubing and the metal/glass caps detaching. Analysis found that the metal cap exhibited severe charred detritus adhesion on its surface and the glass cap exhibited severe devitrification at the output window. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the metal and glass caps were detached/separated from the fiber, but the glass cap was still attached to the metal cap. The fiber had a distal circumferential fracture at the total internal reflection surface. Melting of the outer flow tubing was also observed at the location of the fracture. The glass cap exhibited severe devitrification at the output window and the metal cap exhibited severe debris adhesion on its surface. The connector cone, segments and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted metal cap detachment and fiber fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2021-00179.

Event description:
It was reported that the tip of two fibers detached in the bladder during a photoselective vaporization of the prostate (pvp) procedure. The tips were retrieved using foreign body ablation forceps.